Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was missing. The customer¿s blood glucose value was 105 mg/dl at the time of incident. Customer stated that 2 sensors were failed. Customer stated that another sensor was giving incorrect readings. Customer declined for troubleshooting. The sensor will not be returned for analysis.